Event description:
Monitor was displaying unusual waveform which was diagnosed as atrial flutter. The pt was given adenosine 50 micrograms at 0030 on 3/2001. EKG, chest x-ray and echo were ordered. Further troubleshooting resulted in diagnosis that waveform was the result of interference from the bed. Pt was removed from the bed and bed was removed from svc.